Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised that they were able to duplicate the reported issue. The biomedical engineer observed that the when trying to shock at levels higher than 150 joules the device would disarm and dump the energy internally, never completing the shock. Physio-control provided the biomedical engineer with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a recent patient event their device would "disarm" when attempting to defibrillate. Medical personnel present at the event advised the biomedical engineer that they had attempted to shock the patient twice; however, after hitting "charge" the device began charging and then would disarm, dumping the energy and preventing the device from defibrillating. A backup device was available and the delay in care was approximately 2 minutes. The backup device was then used to continue patient care throughout the remainder of the event. The patient, a (B)(6) male, survived the event and has since been discharged from the hospital.

Manufacturer narrative:
The customer, a biomedical engineer, later advised physio-control that he replaced the device's therapy pcb assembly which resolved the reported issue. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation.